Event description:
Device delaminated approximately 1/2 inch on the bottom and top edges during hernia repair. Surgeon continued to tack the device in place. No adverse patient consequences were reported and device remains implanted.